Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance were not within required specifications. There was contamination found on the force sensor components. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed loss of primes for both low non-zero and zero force. The pump rewind, load, and prime steps were performed with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The force sensor calibration and resistance were found not to be within specifications. When the pump was opened, the force sensor and power circuits were found to be corroded and there was moisture in the pump. (B)(6).